Event description:
During service, the baxter service discovered the problem of under delivery on all channels. The customer stated that there has not been any pt incidents involved with this device since the last baxter service event.